Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's active exhalation control module was found to be leaking air. The device was not in patient use. The device's active exhalation control module needs to be replaced to address the issue.